Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during compounding with an em2400 valve set, the compounder alerted an error message stating that the bag was greater than 15%. The pharmacist attempted to re-prime, recalibrate, and adjust the scale; however, it is was not resolved. There were no observed defects with the set. The valve set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 11, 2022 to march 15, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.